Event description:
The customer states that one patient sample generated an initial architect total b-hcg assay result of greater than 15000 miu/ml. The sample was next tested with the auto-dilution mode of the analyzer (1:15) and generated a final result of 7263 miu/ml that repeated at 7238 miu/ml. The sample was retested neat and generated a result of greater than 15000 miu/ml. The abbott customer technical advocate (cta) advised the customer to make a manual 1:15 dilution of the sample. This manual dilution generated a final results of 16413 and 16380 miu/ml. The cta advised the customer to replace the reagent 1 probe. The customer then retested the sample neat and generated a result of greater than 15000 miu/ml. A manual 1:15 dilution generated a result of 23539 miu/ml and the auto-dilution generated a result of 23439 miu/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). During the operation of the architect i2000 analyzer, the operator observed error code 3350: unable to process test, aspiration error at rv2. A review of the message history log found several documented error code 3350 occurrences. The reagent 1 probe was replaced and recalibrated by the customer. After the component replacement, the issue was resolved and the b-hcg results were within acceptable ranges. Subsequent instrument operations and test results were acceptable. The architect system operations manual ((pn 201837-105) (B)(6), 2008) and the architect total beta-human chorionic gonadotropin reagent package insert ((B)(4)), provide the customer with the information necessary to address this issue. A review of the complaint history for architect isystem (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. Twelve additional incidents of erratic results have been documented in the service history. No additional incidents of discrepant results were found in the search of the service history of the architect i202438 during the time frame of (B)(6) 2009. A malfunction of the system occurred and is most likely due to an obstructed probe. After the replacement of the probe, the instrument was running within specifications. This is a final report.